Manufacturer narrative:
Visual inspection of the pneumatic block revealed water contamination. The main circuit board was replaced as a precautionary measure to address the leaky super capacitor. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported failure to complete its internal self-test was due to contamination of the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. During evaluation, visual inspection of the main circuit board revealed a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board and pneumatic block were replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test with error 113. During evaluation, visual inspection also identified that the super capacitor was defective and leaking. There was no patient harm or serious injury reported as a result of this incident.